Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they trying to cool patient and arctic sun device was alerting 113 reduced water temperature control. Patient temperature (pt) was 33.2c, targeted temperature (tt) was 33.5c, water temperature (wt) was 27.2c, water flow rate (wfr) was 0.4 l/m. Neonatal pads in place with water flow rate (wfr) was 0.4 l/m. Advised that they need to get the water flow rate (wfr) up for the device to be able to effectively warm device. Walked through stop therapy, disconnect and reconnect pads. Restarted therapy and water flow rate (wfr) stabilized at 0.5 l/m/. Nurse noted one side of the tubing was collapsed on the left side. Advised to swap out to a new set of pads. Sn (B)(6). Per follow up information received via phone on 19feb2026, spoke with nurse who confirmed pad has been retained at the desk. No further issues with second pad.